Manufacturer narrative:
H3, h6: the associated device, intended for use in treatment, was returned for evaluation. A visual inspection of the returned journey fem impact bumper rt confirmed one of the pegs is broken off the device. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that one of the pegs of a journey fem impact bumper left broke off after coming out the washer from spd. No case involved.

Manufacturer narrative:
Sections b5, d4, d9 and h4 were updated with the new information received.internal complaint reference number: (B)(4) section d1 and d4 was corrected according to the new information received.

Event description:
It was reported that one of the pegs of a journey fem impact bumper right broke off after coming out the washer from spd. No case involved.